Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 and was immediately placed on prophylactic antibiotics for ten days. Aproximately two months after the implant, the patient developed signs of infection at the incision site and was placed on antibiotics. Lab testing confirmed staphyloccus bacteria was present. Several rounds of antibiotics were administered and were unsuccessful in eliminating the infection. A full system explant was performed on (B)(6) 2023.

Manufacturer narrative:
This patient developed a staph infection a significant amount of time after the surgical procedure. Due to the nature and typical incubation period of the type of infection, it is unlikely that the nalu implant caused or contributed to the event. Additionally, it was noted that the patient has poor personal hygiene and was reported to use a heating pad over the implant site for extended periods of time. Combination of poor hygiene and warm environment may potentially contribute to the development of infection as well as the poor response to antibiotics. Infection is a known and inherent risk of invasive procedures.